Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the medial cheek with 1 ml of juvéderm® voluma¿ xc and in the infraorbital hollows with 1 ml of juvéderm® volbella¿ xc. Seven months later, the patient had a non-device related "uri". The patient experienced "edema and hyperpigmentation" at the injection site and was treated for "sinus infection." That months, the patient was treated with a round of steroids and amoxicillin. The swelling came down, but the patient was ¿still puffy,¿ so the product was dissolved twice the next months was given steroids and clarithromycin. Event is ongoing.